Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), embedded device ("part of the device was remaining in the uterus in the intramural area") and device breakage ("part of the device was remaining in the uterus in the intramural area") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity, ex-smoker, cervical conization, hysteroscopy, polypectomy, ovarian cystectomy and parity 1 in 1999. Concurrent conditions included contact eczema. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in limbs"), paraesthesia ("paresthesia"), rhinitis ("rhinitis"), depression ("moderate anxio-depression"), burnout syndrome ("burnout"), allergy to metals ("nickel allergy") with rash, asthenia ("asthenia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy and total hysterectomy by vaginal route). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, embedded device, device breakage, myalgia, paraesthesia, rhinitis, depression, burnout syndrome, allergy to metals, asthenia and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, burnout syndrome, depression, device breakage, embedded device, myalgia, paraesthesia, pelvic pain and rhinitis to be related to essure. The reporter commented: essure insertion report dated: (B)(6) 2016: size and morphology of cavity were normal; ostia were visible and essure was inserted in proximal part of each fallopian tube. The patient was on sick leave until (B)(6) 2017 for moderate anxio-depression and burnout. In sick leave up to (B)(6) 2017 for burnout a nd moderate depression. The patient then part-time working (40%) from (B)(6) 2017 to (B)(6) 2017 for medical reasons: burnout and moderate depression. The patient experienced salpingectomy on (B)(6) 2017. Another salpingectomy was performed previously on (B)(6) 2017 but a part of the device was remaining in the uterus in the intramural area. Most recent follow-up information incorporated above includes: on 8-mar-2019: insertion details added. New events added: cutaneous rash, asthenia and pelvic pain. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), embedded device ("part of the device was remaining in the uterus in the intramural area") and device breakage ("part of the device was remaining in the uterus in the intramural area") in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug hypersensitivity, ex-smoker, cervical conization, hysteroscopy, polypectomy, ovarian cystectomy and parity 1 in 1999. Concurrent conditions included contact eczema. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in limbs"), paraesthesia ("paresthesia"), rhinitis ("rhinitis"), depression ("moderate anxio-depression"), burnout syndrome ("burnout"), allergy to metals ("nickel allergy") with rash, asthenia ("asthenia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy and total hysterectomy by vaginal route). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, embedded device, device breakage, myalgia, paraesthesia, rhinitis, depression, burnout syndrome, allergy to metals, asthenia and pelvic pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, burnout syndrome, depression, device breakage, embedded device, myalgia, paraesthesia, pelvic pain and rhinitis to be related to essure. The reporter commented: essure insertion report dated: (B)(6) 2016: size and morphology of cavity were normal; ostia were visible and essure was inserted in proximal part of each fallopian tube. The patient was on sick leave until (B)(6) 2017 or moderate anxio-depression and burnout. In sick leave up to (B)(6) 2017 for burnout and moderate depression. The patient then part-time working (40%) from (B)(6) 2017 to (B)(6) 2017 for medical reasons: burnout and moderate depression. The patient experienced salpingectomy on (B)(6) 2017. Another salpingectomy was performed previously on (B)(6) 2017 but a part of the device was remaining in the uterus in the intramural area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), embedded device ("part of the device was remaining in the uterus in the intramural area") and device breakage ("part of the device was remaining in the uterus in the intramural area") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included eczema. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), myalgia ("muscle pain in limbs"), paraesthesia ("paresthesia"), rhinitis ("rhinitis"), depression ("moderate anxio-depression"), burnout syndrome ("burnout") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, embedded device, device breakage, myalgia, paraesthesia, rhinitis, depression, burnout syndrome and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, burnout syndrome, depression, device breakage, embedded device, myalgia, paraesthesia and rhinitis to be related to essure. The reporter commented: the patient was on sick leave until (B)(6) 2017 for moderate anxio-depression and burnout. The patient then part-time working (40%) from (B)(6) 2017 to (B)(6) 2017 for medical reasons: burnout and moderate depression. The patient experienced salpingectomy on (B)(6) 2017. Another salpingectomy was performed previously on (B)(6) 2017 but a part of the device was remaining in the uterus in the intramural area. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.